Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be determined with the available information. However, this event was most likely due to patient related factors. It was noted that the patient has a history of connective tissue disease and the patient may have had a weakened area. There is no information suggesting there was any malfunction or deficiency of the edwards valve. Multiple attempts has been made for product return. There has been no response at this time. The subject device was not returned for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 19mm pericardial aortic valve was explanted after an implant duration of one (1) year and six (6) months due to valve dehiscence resulting in severe aortic insufficiency and severe paravalvular leak. The explanted valve was replaced with a 21mm edwards pericardial aortic valve. Per the medical records, there was an area along the junction between the right and left coronary cusp that appeared to be torn away. Sutures had ripped out and included some connective or annulus with them. The patient does have a history of connective tissue disease and the patient might have had a weakened area there, but no obvious evidence of infection. The 19mm aortic valve was explanted and replaced with a 21mm pericardial aortic valve. The valve was implanted in usual manner, seated well, and sutures were tied down. Upon examination of the valve, it appeared to be seated without any problems or leak. The coronary arteries were probed to be sure that they were away and patent. The patient was separated from bypass. The patient had went into the or anemic and did require 3 units of blood and 2 units of platelets. The surgery went well without any complications. Post procedure, the patient was taken to the ICU in stable condition. In the patient's post operative course, she developed complete heart block and required a permanent pacemaker. The patient did well over the weekend as was discharged home on pod #7 in stable and improved condition.